Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began intraperitoneal treatment for the peritonitis with ceftazidime (one gram/day), vancomycin (two grams/day). Ten days after onset, the patient was considered recovered from the peritonitis. On the same day, the treatment with vancomycin and ceftazidime were discontinued. Extraneal, physioneal and nutrineal therapies were ongoing. No additional information is available.